Event description:
Medtronic received a report that the patient was undergoing treatment for ischemic stroke. It was noted that the patient's vessel tortuosity was unknown. Only one pass with the device. The stroke onset to reperfusion time was unknown.  It was reported that after hydration, resistance was felt while delivering the stent into the rebar microcatheter, and it could not reach the target lesion. After removal, the stent¿s pushwire was found to be kinked and unusable; therefore, it was reported and returned. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received reporting that, "the patient's condition following the thrombectomy procedure is currently normal." The resistance was noted to occur in the proximal section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage was observed to catheter after removal.

Manufacturer narrative:
H3:product analysis: equipment used: vis (m-78210). As-found condition: the solitaire fr device was received for analysis packaged within a shipping box and a clear biohazard plastic pouch. Visual inspection/damage details: the solitaire fr device was returned within its introducer sheath. No damage was identified on the introducer sheath. No bends or kinks were observed on the pusher, and the stent remained attached to the pusher. However, the pusher was found separated at the buffer weld, suggesting separation due to tensile overload. The ptfe shrink tubing appeared twisted between the separation of the pusher buffer weld. Damage to the marker coil was observed, including bending and with the coil pushed up against the proximal marker glue dome and covering the attachment zone. The stent teardrop struts, non-working and working length struts, including the finger markers, were all found to be in good condition. Internal testing: the returned solitaire fr device could not be advanced within its introducer sheath as resistance was encountered; therefore, the stent was pulled out proximally. ¿ conclusion: based on the device analysis and information provided, the reported complaint of ¿resistance during delivery¿ was confirmed. Resistance was encountered while advancing the returned solitaire fr device within its introducer sheath during functional testing. The reported compliant of ¿kink/damaged¿ was also confirmed, as the device was observed to be damaged upon inspection. The observed damage suggests that force may have been applied; however, the exact cause of the damage could not be determined. The reported complaint of ¿catheter resistance during device delivery¿ could not be confirmed. Although a compatible rebar-18 catheter was reportedly used, the catheter was not returned for evaluation; therefore, potential catheter-related factors (i.e., catheter damage) could not be assessed. Additionally, procedural factors such as vessel tortuosity were not provided and could not be evaluated. Based on the available information, the root cause of the resistance experienced during the procedure could not be conclusively determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.